Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks from a washing machine. The patient later presented for device testing where it was discovered that the ICD was operating in fallback/safety mode. This mode allows for vvi pacing with one zone shock therapy, and limited programmability. Attempts to restore normal device function were unsuccessful.